Event description:
The dealer reports that this complaint was opened to capture the reported incident with the second patient that was burned. Note: medwatch for patient #1 was filed under 1222895-2013-00026. The patient suffered a small 1st degree burn during a breast reconstruction requiring bacitracin ointment. The case was not delayed and was completed within this surgeons time guidelines. In both instances, the equipment was found to be intact and functional at the time of surgery. No other devices or instrumentation were required as a result of this. These retractors and light cord have not been repaired or required any third party refurbishing. Both incidents involved the same surgeon. The same cable was used in both instances. On (B)(4) 2013, dealer reports one of the following three retractors was used, doesn't know which - tebbetts breast retractors. Product #88-1088, serial #(B)(4); product #88-1087, serial #(B)(4); product #88-1086, serial #(B)(4). On (B)(4) 2013 dealer trying to get light source information from user. Patient #2 of 2.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated on the reported information.